Manufacturer narrative:
(B)(4). (The reporter clarified that this event occurred during priming. There was no patient involvement.) The device was manufactured 05 may 2015 - 06 may 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo administration set had leaked from an unspecified location. Patient involvement is unknown; however there was no report of patient injury or medical intervention associated with this event.